Event description:
A valiant stent graft system was implanted in a patient for the endovascular repair of the inferior vena cava after the removal of a greenfield vena cava filter failed to perform as intended. Vessel and anatomy morphology is unknown. It was reported that the stent graft has closed due to a narrowing and it looks like the stent has folded. This was reported from the patient's CT scan. It is possible that the stent graft was inaccurately implanted and may have migrated. The patient will be monitored. No clinical sequelae were reported and the patient is fine. Review of returned cta flat films post-implant confirmed that a medtronic thoracic device (unable to determine model) was implanted within the inferior vena cava; near the location of the right kidney. Some minor infolding of the stent graft may have occurred (unable to confirm). Unable to determine if there was any stent graft occlusion, as no contrast within the entire ivc could be seen. This device is not marketed in the united states however this device is similar to a (B)(4) that is marketed in the united states.

Manufacturer narrative:
(B)(4). Evaluation methods: (films). Results: unapproved use of device (implantation of the stent graft in the inferior vena cava). Inherent risk of procedure (stent graft infolding). (Cause is unknown). Conclusions: operational context contributed to event (implantation of the stent graft in the inferior vena cava). (Cause is unknown).